Manufacturer narrative:
A ge oec service rep investigated the issue and found the cross arm lock needed to be tightened, and the cross arm needed lubrication cleaned off so that the locking mechanism would properly function. There was a note with respect to a "touchscreen" not working and a monitor issue. These were unfounded and this model of ge oec c-arm does not have a touchscreen. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9600 fluoroscopy system had an issue where the cross arm lock would not properly function.